Event description:
It was reported a bluetooth low energy (ble) telemetry anomaly occurred on the device which resulted in the device spontaneously unpairing from the remote monitoring smartphone application. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.